Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2 (also selected ¿health professional¿ which was inadvertently left off the initial report). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained due to insufficient cleaning. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): IFU states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection IFU states the preventative measures in evis exera ii tjf type q180v reprocessing manual 5.4 manually cleaning the endoscope and accessories olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During the device evaluation, the elevator plug was loose, the mouth-guard was shaved, the forceps raising angle did not meet the standard value, the play of the up/down knob was out of standard value, and the plastic distal end cover (c-cover) was dented. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera ii duodenovideoscope sheath was worn. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, foreign material found at the forceps elevator. This report is being submitted to capture this reportable malfunction which was identified during the evaluation.